Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced difficulty starting the instinct sensor and a loss of connection between the pump and mobile device, along with a low blood glucose event with a value of 54 mg/dl. The event involved product(s) unk_reservoir, mmt-441ag, mmt-6102, mmt-1884l. The customer reported the sensor was not in use at the time and was unable to start the instinct sensor, and the low blood glucose was treated with food and honey with assistance from a family member. The customer has type 1 diabetes and reported taking metformin. Troubleshooting was performed for the mobile device connection issue, including re-pairing the pump with the minimed mobile application, after which the connection was restored and a software update download was initiated. The low blood glucose event was attributed to not using the sensor at the time, and further troubleshooting was declined. Customer was using the insulin pump system within 48hrs of reported event. Customer was not using the auto mode/smartguard feature at the time of the event. No further customer complications were reported. No product replacement or return was required for unk_reservoir, mmt-441ag, mmt-6102, mmt-1884l.